Manufacturer narrative:
The insulin upmp was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. No frozen display anomaly noted.the insulin pump was received with minor scratches on the lcd window and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was frozen. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.